Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation, and the following was observed: balloon bunching at sheath distal tip, balloon burst confirmed radial and longitudinal, and no balloon material missing. Single wall thickness of the balloon around the burst was taken as a thin wall can contribute to a burst. All measurements taken along the edge of the burst balloon met specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During the manufacturing process, the following visual inspections and tests are performed throughout the process: all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Post procedural imagery/cine and 3mensio report were provided by the site for review. Review of these images revealed: calcification present on the native annulus and calcification was present in descending aorta. Edwards has provided the following guidelines or instructions to physicians in the IFU and training materials: IFU for commander delivery system with s3u, device preparation manual, procedural training manual, and device training manual. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. A complaint history review on confirmed device complaints (returned and no product returned) for the commander delivery system (all models and sizes) was performed. Prior closed complaints were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors: withdrawal of burst balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst and difficulty or inability to withdraw system through sheath were able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the patient has severe calcification at the sinotubular junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported event. Per report, the delivery system's distal tip was catching on to the sheath tip causing the withdrawal difficulties. The balloon burst likely altered the balloon profile and made the device more susceptible to be caught on the sheath, which subsequently resulted in withdraw difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no product non-conformances, nor IFU, training manual, or labeling deficiencies identified during this investigation. Therefore, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This individual report provides data received from the (B)(6) registry. Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a tf tavr procedure for a 26mm sapien 3 ultra valve, during deployment, the commander delivery system balloon ruptured. During withdrawal into the esheath, difficulties were experienced and the device was getting caught at the distal tip. An attempt was made to achieve alignment during esheath reentry under fluoroscopic guidance. However, the operator was unable to get the balloon tip to completely withdraw into the esheath resulting in an iliac artery dissection requiring a self-expanding stent. The delivery system and the esheath was removed as a unit maintaining wire position, and exchanged for a 18f cook sheath. The esheath was observed to be compromised. The patient was stable post procedure.